Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. A new transmission indicated that the lead impedance was back to normal. The patient will continue to be monitored. Patient was in stable condition.